Event description:
The user facility reported 56yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the device could not be moved despite pressure used when pump was being repositioned by the physician. The pump was eventually placed successfully. There was no patient harm reported.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The product was returned and the catheter was able to move without issue when the button on the cath anchor was depressed. The sterile sleeve was torn showing signs that excessive force was used. The root cause of the positioning issue was determined to be cath anchor use issue. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.